Event description:
"Patient condition: copd; high bp; previous graft sewn in: prox 3-4cm above celiac. For aneurysm of the aaa - celiac; sma; both renals debranching. Deployed the distal relay+ first @ level 2cm prox to the celiac. Ipsi - right femoral artery - used 40/36 x 200 relay plus. Contra: lt fermoral artery - 2 sheaths : one for the marker pig 5fr & one for 7 x 90cm terumo, destination into the left subclavian. 2nd relay plus - proximal to the brachiocephalic - had difficulty passing the area where the sewn in graft was attached proximally. Pushed delivery system past stricture & advanced inner sheath w/ graft to desired position. Moved controller to position 2 and when trying to expose the 1st covered stent the system (inner sheath) would not pull back - with much force it finally moved to expose the 1st covered stent. Then to deploy the rest of the graft - was difficult but finally slid the deployment handle back to the controller knob. Position 3 - released proximal clasp. Position 4: pulled stainless steel rod back & seated the nose cone. Went to pull delivery system out & stent moved with it. Had to put in one more relay plus 42/38x 200. Before entering w/ graft used a coda balloon to open the stricture & did so successfully. The stent deployed easily & right where it was desired to be. Completion angio showed no leak & a successful outcome."

Event description:
"Patient condition: copd; high bp; previous graft sewn in: prox 3-4 cm above celiac. For aneurysm of the aaa - celiac; sma; both renals debranching. Deployed the distal relay+ first @ level 2 cm prox to the celiac. Ipsi - right femoral artery - used 40/36 x 200 relay plus. Contra: lt femoral artery - 2 sheaths : one for the marker pig 5fr & one for 7 x 90 cm terumo, destination into the left subclavian. The 2nd relay plus - proximal to the brachiocephalic - had difficulty passing the area where the sewn in graft was attached proximally. Pushed delivery system past structure and advanced inner sheath w/ graft to desired position. Moved controller to position 2 and when trying to expose the 1st covered stent the system (inner sheath) would not pull back - with much force it finally moved to expose the 1st covered stent. Then to deploy the rest of the graft - was difficult but finally slid the deployment handle back to the controller knob. Position 3 - released proximal clasp. Position 4: pulled stainless steel rod back and seated the nose cone. Went to pull delivery system out and stent moved with it. Had to put in one more relay plus 42/38 x 200. Before entering w/ graft used a coda balloon to open the structure and did so successfully. The stent deployed easily and right where it was desired to be. Completion angio showed no leak and a successful outcome."